Manufacturer narrative:
The batch documentation is checked and no anomalies are detected. Any manufacturing fault is ruled out. After examination of the implant, it can be verified that the implant does not show signs of misuse or signs of malfunction that could have contributed to the event.

Event description:
The clinician indicates that she placed the implant on (B)(6) 2020 and loss of osseointegration occurs. Patient with bone quality lll. In the event the patient experienced: infection, periimplantitis and bone loss.